Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer¿s retainer ring was missing. Their blood glucose was 9 mmol/l. The insulin pump is returning for analysis.

Manufacturer narrative:
The insulin pump was received with missing display window cover, scratched lcd window, keypad overlay texture damage, cracked keypad at select button, faded serial number label, missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, scratched around casing and dog chew marks around casing. Unable to perform displacement test due to missing retainer.